Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-13013. It was reported the patient¿s scs system was not providing adequate relief. The patient refused reprogramming. As a result, the patient¿s scs system was explanted.